Event description:
It was reported that during a da vinci-assisted surgical procedure, a permanent cautery hook instrument had an exposed wire. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure. The instrument was found to have a segment of the conductor wire dislodged from the conductor cap and it was exposed on the outside of the yaw pulley. The conductor cap was not properly seated within the distal clevis as the hook moves in yaw. The instrument passed the electrical continuity test. There was no damage to the insulation of the conductor wire. Additionally, the instrument was found to have a broken conductor cap. Further, the instrument was found to have thermal damage on the monopolar yaw pulley.